Manufacturer narrative:
H-6: both returned broken needles were evaluated by scanning electron microscope. It was concluded that the needle fractured in a ductile manner due to tensile overload in the presence of a sharp notch. The needle fractured in a reduced cross section, when crimped by the surgical needle holders. Neither needle showed signs of material or manufacturing defects and there was not product malfunction.

Event description:
Needle breakage occurred during surgery. MDR regulations 7/31/96, required reporting when the same device family and nature of event was previously determined to be a reportable event.